Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. The autopulse platform worked as intended. The storage conditions are not known; however, factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of a (ua) 41 error message. Upon visual inspection, unrelated to the reported complaint, cracked front enclosure, bent battery lock, and loose battery springs were observed likely due to user mishandling such as a drop. The damaged front enclosure and bent battery lock need to be replaced, and the battery springs adjusted to address these issues. The autopulse platform passed the initial functional test without any fault or error. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).. H4 - device manufacture date was updated.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform sn (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure) error message upon powering up. No further information was provided by the customer. No patient involvement.